Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and the device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the likely cause of the reported issue was excessive on-time. It was observed that the unit had accumulated more than 15 hours of on-time. The customer was provided with a replacement device.